Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after dropping the pump in water. Customer's blood glucose level was not impacted. Reportedly, the customer would obtain long lasting insulin from the pharmacy as alternate therapy. Multiple attempts were made by tandem technical support to confirm that customer obtained long lasting insulin; however, the customer did not respond.